Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient was implanted with a spectra device in 2007 and it now needs to be revised. The device status is unk at this time. No patient complications were reported in relation to this event.